Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp failure is caused by long-term repeated use. Olympus will continue to monitor field performance for this device.

Event description:
The technical support engineer was informed by the endoscopy technician at the user facility that the image was reportedly too bright and the main lamp from the evis exera iii xenon light source went off prior to a procedure. During troubleshoot via telephone, the main lamp was replaced with another lamp. No patient involvement of harm was reported.

Manufacturer narrative:
The technician was not in front of the light source and the issue with the auto brightness function is unknown as the technician did not respond to multiple contact attempts but it was believed to be due to the light control cable was not properly attached. No device has been returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.